Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was not receiving therapeutic effect from their device. The pt had visited their health care provider (hcp), who performed an x-ray showing the pt's leads had migrated. The hcp stated the pt should be reprogrammed. An appointment for reprogramming with a MFR rep was scheduled. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.